Event description:
It was reported the reamers have become dull during the procedure which resulted in inconsistent reaming. Another set of reamers was used to complete the procedure. No patient injury or adverse events reported.

Manufacturer narrative:
The device was returned to greatbatch medical and evaluation is in process. Once greatbatch medical completes the investigation, a supplemental medwatch 3500 form will be submitted.